Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, there was no physical damage at location where foreign material remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.